Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to loss of capture noted on the ventricular channel. No adverse patient effects were reported.